Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose level. The customer's blood glucose level at the time of incident was 500mg/dl. The customer's most current level was 435mg/dl. The customer states they treated the high levels with manual injections. Troubleshoot was conducted. The customer was advised that the set would be returned for analysis and replaced. The customer was advised that the reason for the highs could not be determined through troubleshoot, so they should follow up with their health care provider.